Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was experiencing pacemaker mediated tachycardia (pmt) at the same minute every hour until a right atrial autothreshold (raat) test episode occurs. There is a suspicion that unsuccessful raat tests are triggering the pmt. Technical services (ts) suggested reprogramming options. The device remains in use. No adverse patient effects were reported.